Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and undersensing was also observed. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and undersensing was also observed. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that two segments of the lead was returned. The helix was retracted and there was blood/body fluid in the lumen. Detailed analysis confirmed that the outer conductor coil had a break approximately 293 millimeters from the terminal end. Based on the characteristics of the lead, it was determined that it was likely being held by a grabbing tool, and pulled to the point of fracture, likely at explant. The high capture threshold and under sensing were not confirmed based on normal lead resistance measurements and inspection shows induced damage during explant. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and undersensing was also observed. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.